Event description:
It was reported that pump experienced malfunction after exposure to extreme heat, with malfunction code displayed and pump unable to be reset. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy.